Event description:
An endurant stent graft system was implanted in a patient for the treatment of a 5.4 cm in diameter aneurysm abdominal aortic aneurysm approximately eight months ago. It was reported that the current size of the aneurysm is 5.8 cm in diameter. The vessel morphology at the time of implant was reported as the aortic neck was short (7 mm in length) and conical, at the renal arteries 27 mm in diameter and 30 mm in diameter 7 mm below the renal arteries, there is moderate tortuosity and mild calcification in the iliac arteries. The patient present for a routine follow-up and the ultrasound revealed a possible type I endoleak. Currently the aortic neck diameter at the renal arteries is 30 mm. The patient was brought in and an angiogram was done. It appears that the stent graft was oversized at the time of implant and the stent graft has either migrated 5 mm or there is aortic neck dilatation, which could appear to have migrated most likely due to the large in diameter stent graft that was implanted, expanding the aortic neck. The physician did not use contrast, as the patient has a co-morbidity of renal issues, not related to the stent graft. The physician will monitor the patient via an ultrasound in 30 days; if the aneurysm is larger the patient will be treated. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (graft migration, endoleak). Failure to follow instructions (device oversizing). Unapproved use of device (short neck length). Evaluation conclusion: user error contributed to event (device oversizing, short neck length).